Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a review of the black box history revealed data from 06/13/2013 to 6/22/2013. The reported event date was 10/29/2013. There was no black box data to support the reported time frame. A review of the black box revealed no occurrence of a "no power" related issue. The battery compartment was found to be cracked below the grip pad. There was no evidence of moisture contamination found inside battery compartment or the battery cap. The battery cap tightly secured to the pump with no power loss. The pump powered on to the "verify" screen. The pump was exercised for 24 hours; no power loss or battery related warnings were observed. The pump case was removed; no evidence of moisture was found inside the pump. No intermittent conditions were found with the battery terminal contacts after inspection. The reported power issue was unable to be duplicated during investigation. Unrelated to the complaint, the display screen was found to be dim and discolored.